Event description:
The patient after some year started to feel pain and problems of deambulation. The patient submitted an intense and diffused tissutal metallosis (black grayish) due to the metallic particles released by the prothesis.

Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
Conclusion and justification status: conclusion and justification status: the investigation identified that insufficient information has been provided to verify the reported incident. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.